Event description:
Neck fracture of the corail stem.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were suspectable to fracture. The etch location was changed by a design revision in (B)(6) 2002. A recall was conducted, in (B)(4), to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until(B)(6)2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.